Event description:
The customer reported to baxter of a broken interlink buretrol set. The chemotherapy treatment was running as a continuous primary and had been hung at 1730 the night before. At 0800 nurse went in to change the bag and the tubing broke at the junction with the luer lock adapter. No chemo leaked. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.